Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that the needle hub separated when shield was removed. Date of event : unknown. Samples : discarded.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that the needle hub separated when shield was removed. Date of event : unknown. Samples : discarded.